Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56. This MDR has been reassessed as reportable after conducting a retrospective review of prior complaint records. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported to ventec that the device's lcd touchscreen was unreadable. As a result, a device user would be unable to see alarm conditions, thereby unaware of potential condition(s) that could be hazardous to the patient. There was no patient involvement associated with the reported event.

Manufacturer narrative:
Corrected information for supplemental medwatch report 001: section d4, model #, of the initial medwatch report stated: prt-01201-000; section d4, model #, of the initial medwatch report should have stated: v+pro emergency, english. Section d4, expiration date, of the initial medwatch report stated: blank; section d4, expiration date, of the initial medwatch report should have stated: 04/28/2022. Section d4, UDI #, of the initial medwatch report stated: (B)(4); section d4, UDI #, of the initial medwatch report should have stated: (B)(4). New information for supplemental medwatch report 001 -- h6: the device was not returned to ventec for evaluation. The device was evaluated by an authorized service provider (asp) where the reported issue of an unreadable (black) lcd touchscreen was confirmed. The asp replaced the entire front case assembly, which contains the lcd touchscreen, lcd cable and front panel board to resolve the reported issue -- any of which may have contributed to the reported issue. Proper device operation was then confirmed through functional and performance testing. Based on the information available, the investigation determined that the likely cause of the reported issue was the lcd touchscreen, lcd cable and front panel board, however, further component level cause could not be determined.